Event description:
(2/3, reference (B)(4) for related complaints) (documenting cassette 2) it was reported that a cadd legacy pump, serial number (B)(4), alarmed no disposable alarm with second prefilled remodulin cassette. Stated one cassette was discarded. Discarded cassette not available for return. No further details provided. No injury.